Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave was analyzed. The device was returned inside its original unopened box, and it was observed that the packaging box was damaged and a little tear apart. The seal was not opened. It is important to mention that the label box matches with the complaint details information. The reported allegation is likely due to the handling of the device, causing damage in the packaging. This is consistent with the issues when the handling of the packages was not adequate during storage or transport.

Event description:
It was reported that the catheter packaging was severely damaged upon receiving. A replacement was requested. No patient involvement.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter packaging was severely damaged upon receiving. A replacement was requested. No patient involvement.

Event description:
It was reported that the catheter packaging was severely damaged upon receiving. A replacement was requested. No patient involvement.

Manufacturer narrative:
Additional information was provided in section b3 date of event. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory, the farawave was analyzed. The device was returned inside its original unopened box, and it was observed that the packaging box was damaged and a little tear apart. The seal was not opened. It is important to mention that the label box matches with the complaint details information. The reported allegation is likely due to the handling of the device, causing damage in the packaging. This is consistent with the issues when the handling of the packages was not adequate during storage or transport.